Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while working out, the infusion set's tubing detached at the quick release. The patient said that some sets disconnected when they were put on for the first time. The site location was patient's right abdomen and the pump was worn on the right side of the site. The infusion had been in use for 2 days and the infusions were not exposed to extreme temperatures. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, the blood glucose at the time of event was 350 mg/dl which te patient corrected wthrough the pump and currently it was 145 mg/dl. No further information available.